Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer was unable to complete pump rewind. Customer stated that the insulin pump did not passed self test. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.